Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not indicative of a quality defect per se. This case refers also to a technical defect. Furthermore a use error was reported. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch no. C03091. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure device coiled inside the tube and folded on itself; hcp having a hard time getting the device out; he left the device in place and was able to withdraw the guide and the gold band is in the uterus. All reported events are non-serious. The event gold band is in the uterus interpreted as a device breakage; is unlisted on the reference safety information for essure and was considered a other relevant incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment and reported that the gold band (interpreted as part of the delivery catheter) was in uterus; considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. According to product technical complaint (ptc) final analysis, the technical investigation concluded "unconfirmed quality defect". Medical ptc assessment stated that based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and device coiled inside the tube and folded on itself and the hcp left the device in place and was able to withdraw the guide. This case initially processed as non-incident and non-serious, was upon receipt of follow up information, upgraded to near-incident and a complete narrative is required. Essure was inserted on (B)(6) 2014 (lot number c03091, expiration date dec-2016). Left side was successfully inserted. Follow up information received on (B)(6) 2014 from physician: physician wanted to speak with a specialist because was having a hard time getting the device out and the gold band was in the uterus. No further information was provided. Follow up information received on (B)(6) 2014 from physician: the patient's weight and height were added; she was considered obese (bmi > (B)(6)). Patient's age was also added. The patient did not have any previous gynecological interventions. She was not post partum at time of the procedure. She had no concurrent conditions. Physician reported that the insertion procedure was considered easy; cervical dilatation, sounding and IV sedation (no general anesthesia) were performed. The tubal ostium was easily visualized. The procedure did not take more than 20 minutes and no fluid loss was observed. No imaging or any related tests were performed after the insertion. The patient started depo provera treatment after the procedure as back-up contraception. The physician confirmed events dates and details. No perforation occurred. No hospitalization was required. Physician considered the events related to essure devices. Essure devices were not removed at time of the report; nor did have plan to remove. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure device coiled inside the tube and folded on itself; hcp having a hard time getting the device out; he left the device in place and was able to withdraw the guide and the gold band is in the uterus. Reporter causality was not provided. All reported events are non-serious. The event gold band is in the uterus interpreted as a device breakage; is unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment and reported that the gold band (interpreted as part of the delivery catheter) was in uterus. A product technical analysis will be requested for further evaluation of the reported events, however considering that they occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. Follow-up information (for events clarification) is being sought.